Event description:
It was reported that a malfunction alarm identified as code 12 occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and successful resolution allowed continued use; the customer was advised to call back if the malfunction code recurred.